Event description:
A baxter service technician reported finding a colleague infusion pump with a channel a "channel select" key that was inoperative. This event occurred during product evaluation. There was no patient injury or medical intervention necessary. The uim master software version is unremediated. No additional information is available.

Manufacturer narrative:
Evaluation summary: during product evaluation, a pump with a condition of "channel select button is inoperative on the pump head module (phm) keypad" was discovered on channel a. Inspection of the device revealed the condition was caused by an inoperative channel select key on the phm keypad. The phm keypad on channel a was replaced to address the condition found during service. The pump was retested and returned to the customer within specification. This issue is currently being investigated under CAPA.